Manufacturer narrative:
The field service engineer (fse) replaced the mixing assembly due to a broken belt. The fse performed system startup and noted controls were acceptable. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the broken belt on the mixing chamber assembly in the mixing module. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The affiliate stated the customer reported the white cell mixing chamber, near the optical, was not mixing involving the coulter lh 500 hematology analyzer. There were no erroneous patient results generated. Patient care was not impacted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.